Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that during an implant attempt, the right ventricular lead was too long for the patient. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.